Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to be implanted with an impella 2.5 device for mechanical circulatory support. During implant procedure, physician was having trouble inserting the impella due to the patient's anatomy. As a result, the procedure was aborted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the delivery issue has been completed. As per clinical review, the patient had small vessels in the right femoral artery and 13 french introducer sheath was unable to be inserted. The cause of difficulty to insert introducer issue was patient condition related due to patient having small vessels. This report is being filed as part of a retrospective review of historical records.